Event description:
Was using the paradigm health and wellness inc. Inversion table. Went inverted at a 180 degree angle for about 45 seconds when the ankle braces released the user and he landed on his head. Paradigm health and wellness, inc.